Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient started feeling nausea and vomited. He checked his cgm mobile device and it showed 70 mg/dl. He removed his cgm while still at home and noticed that the wire was kinked. There was no bg finger stick nor self treatment made by the patient. He went to the emergency room. In the ER his bg was 500 mg/dl and ketones were detected. No cgm was inserted at this point so there as no comparison. He was given insulin injections to lower his bg. He stayed at the hospital for 11 hours until his bg lowered to 103 mg/dl. The patient was discharged while still slightly having feeling of vomiting but he said he felt better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.